Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However the active electrode has been received incomplete and no wire fractures could be detected in the part received. If the missing part of electrode is received in the future, the case will be re-opened and the electrode investigated. Damages found during device investigation are most likely related to explantation surgery. This is a final report.

Event description:
The user has a decreasing performance with the device. Reportedly, the sound quality is decreasing and understanding is difficult in noisy environments. No trauma or accident has been reported. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the sound quality with the device is decreasing and understanding is difficult in noisy environments. No trauma or accident has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of hi channels can be observed from in situ measurements. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for re-implantation has been scheduled yet.

Event description:
Reportedly, the sound quality with the device is decreasing and understanding is difficult in noisy environments. No trauma or accident has been reported. User will be re-implanted but no date has been made available.